Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: during testing, the pump was powered on and emitted appropriate audio and vibratory alerts. The complaint of intermittent vibration was not duplicated.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2015-correction to initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.